Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The implant was not returned and instead investigation will be done based on the supplied images. The images (2 total) were reviewed and the complaint condition for broken was confirmed as the images showed the implant broken near the distal tip. As the implant was not returned, an as received, dimensional, material or drawing reviews are not applicable. A device history review could not be performed as the lot number could not be determined from the supplied image(s). No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Risk document review was completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown nail head elem: tfna lag screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device evaluated by MFR, manufacture date, event problem and evaluation codes: without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of broken trochanteric fixation nail advanced (tfna) lag screw. The patient was then converted to hemiarthroplasty. The original implant was four (4) months post operation. It is unknown if there was a surgical delay. Patient and procedure outcome are unknown. Concomitant devices reported: unk - nails: tfna ( part # unknown, lot # unknown, quantity 1). Unknown screw trauma (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) unk - nail head elem: tfna lag screw. This report is 1 of 1 for (B)(4).